Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A motor stall and motor stall recovery was reported. The initial motor stall occurred on (B)(6) 2015 at 18:45 and motor stall recovery (B)(6) 2015 at 11:50. The pump then stalled on (B)(6) 2015 stopped pump period may exceed tube. There were no patient symptoms reported. The pump was being replaced the day of the report. The patient had a uti (urinary tract infection) when seen in the e.r. On (B)(6) 2015 so the pump could not be replaced. The patient was given IV erythromycin to treat the infection. The decision was made to maintain the patient¿s spasticity with po baclofen until the infection cleared up and then replacement took place the day of the report. Per the reporter the healthcare provider accessed the cap prior to the replacement and was able to easily aspirate. The healthcare provider disconnected the catheter and saw spontaneous flow of csf so the healthcare provider attached the catheter to the new pump. Once connected the hcp drew back csf without air bubbles. The pump was filled with gablofen. On (B)(6) 2015, it was reported the patient was doing well and the dose remained the same at 250mcg/day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.